Event description:
It was reported by the charge nurse that the defibrillator failed half way through the code. It was replaced with another defibrillator on the unit. Clinical engineering turned on the unit and noted that the red service light was on. He unplugged and reseated the hands-free cable. The service light extinguished. He went into service mode and printed the error log. He cleared the error log. He did pacing and defib calibration. Both passed. He then did a performance verification following test procedures in the six months test in the service manual. All passed. After 40 minutes, the red service light returned. The field service rep is being scheduled to come in and test the unit and interpret the error codes.